Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with an unknown mentor prosthesis and experienced deflation post procedure. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation 2/12/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on 3/13/2018. An updated event date was received. The fill volume of the original prosthesis was 350ccs. The prostheses were replaced with 350cc mentor memorygel breast implants. Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with an unknown mentor prosthesis and experienced deflation post procedure. Upon receipt at mentor, the device contained no fluid. Brown material was observed within the device and on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.3 cm within an area of siltex cracking on the posterior aspect. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team has concluded that the rent and cracking siltex occurred sometime after the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point, it is not possible to determine the root cause either of the damage or of the material observed within the device and on the shell surface. Siltex cracking is defined as a material separation occurring in the siltex layer, which can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by folding of the shell in-vivo. There is no evidence that the issue is related to the manufacturing process. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).